Event description:
The MFR received info alleging a ventilator was alarming for low circuit leak. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a malfunction of the flow sensor was observed. The ventilator's sensor board was replaced to address the issue.